Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was less than 10 cc of water in the syringe. It was also confirmed that the water in the syringe looks like it might be murky. Based on investigation, it was confirmed not a defect in the product. The new syringe appearance is whitish compared with the old syringe.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was less than 10 cc of water in the syringe. It was also confirmed that the water in the syringe looks like it might be murky.